Event description:
During use of the device for a non-clinical activity, the user reported that they plugged in the monitor, it now only beeps and has a blank/black screen. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.